Event description:
During catheterization of the pt. The outer layer of the glide wire was sheared off and was, therefore, retained in the pt. The pt required surgery to obtain the retained material. However, the outer layer could not be found.